Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Although no lot number was provide, a device history record (DHR) review was conducted on the immediate lot that shipped prior to the initiation of the complaint. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the DHR or in the sterile load documents. No details are available with regard to visual and functional testing methods. Because the mold developed after initial use, the most probable root cause is inadequate cleaning methods. If the trach was not completely dried before being stored per the instructions for use, mold would likely grow. Without information about the cleaning method, storage conditions or the number of re-processing, no definitive conclusions can be made. No corrective actions are planned at this time. The manufacturer regularly analyzes complaint data and trends and will take further actions accordingly. No product information has been provided to date.

Event description:
It was reported that mold was observed. No patient injury was reported.